Manufacturer narrative:
On october 6, 2020, the product investigation was completed. Device investigation summary: during visual evaluation of the device, an area of shell abrasion was observed in the posterior view. Leak testing was performed, according with mentor procedure, and it revealed a tear within the shell abrasion, measuring approximately less than 0.1 cm. The evaluation determined that the rupture is consistent with a deflation caused by wear. Shell abrasion suggest in-vivo folding or creasing of the device. This may be the result of the continuous and sustained stresses to the device. As part of our quality process, the manufacturing records of this lot-serial number were reviewed and the manufacturing standards were met prior to the release of this lot. Each device is visually inspected during manufacturing to ensure the device meets the required specifications prior to shipment. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
Additional information: on (B)(6) 2020, the mentor failure analysis lab received the device for evaluation. The analysis has begun but is not complete at this time. When the investigational analysis has been completed, a supplemental report will be submitted. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: deflation. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) year-old female underwent primary breast augmentation with 425cc saline mentor smooth round moderate plus profile breast implants and experienced deflation on the left side postoperatively. The deflation was confirmed with a physical examination. As a result, the patient underwent device removal and replacement with 500cc saline mentor smooth round high profile breast implants, catalog number 3503500, serial numbers (B)(4) on the left side and (B)(4) on the right side on (B)(6) 2020.